Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported several cases of "sands of sahara" (sos) syndrome after lasik surgery. Additional information was received from the surgeon who confirmed that only the femtosecond laser was involved and that only the left eye (os) of three patients was affected (two myopic and one hyperopic patient). The surgeon stated that it was a strange effect observed like "sands of sahara" and always affected the second eye that underwent surgery. The event was observed during a regular postoperative surgery observation. The event did not lead to a decrease in patient's visual acuity. Per surgeon the patient showed just a major reaction of the tissue that resolved in 5 days of therapy. The following surgeries were uneventful. This report is for the second patient affected. This is the third of four medical device reports being filed for this facility.